Event description:
It was reported that the patient had visual disturbances in their right eye hence decided to have the intraocular lens (iol) explanted. The explanted lens was replaced with a non-johnson and johnson iol of +7.5 diopter. Patient fully recovered. No other information was provided.

Manufacturer narrative:
Best estimate of date of event is between (B)(6) 2022 and (B)(6) 2022.asku. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 13, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received crushed inside of a non-jnj lens case. The lens was cleaned and, damage consistent with the lens being crushed could be observed. No issues that could cause or contribute to the complaint issues were identified. The complaint issue "explant" and "visual disturbance" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.